Manufacturer narrative:
Product analysis: visual review of returned implant did not identify material deformation or damage. The overall dimensions were found to be within print specification. The implant appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient had disc herniation with radiculopathy as pre-op diagnosis. For which patient underwent standard anterior cervical discectomy approach surgery for an artificial disc implant. On an unknown date in (B)(6) 2016, post-op, after the surgery was completed, they took additional flouro shots to confirm proper implant placement. Two days later, on (B)(6) 2016,additional x-rays were taken and implant had moved significantly anteriorly. At that time, the doctor decided to explant the device and fuse the patient instead. After they explanted the disc, they performed a standard acdf procedure. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.